Manufacturer narrative:
An investigation has been initiated. We are currently waiting for additional information and the return of the device sample for evaluation. When the investigation is completed, a final report will be submitted.

Event description:
It was reported that the catheter leaked at the extension tubing to luer joint.